Manufacturer narrative:
External and internal visual inspections of unit revealed exposed wiring of cable, right ang ext, 2.5id/5.5od 16awg. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Due to exposed wiring of the right-angle ext, unit was unable to power on. In result, unit then was able to power on by connecting the end tail of the power supply onto the i3 pes unit. All returned power cords were used for further testing and evaluation. No additional errors were presented. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home (reference test results provided). The cause of the problem was determined to be frayed power connector cord - confirmed.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed and frayed wires of the power extension cable. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.